Event description:
Reportedly, when the user was on the parameters tab, a blue screen was promptly displayed, followed by several error messages. The programmer was then rebooted and no issue was found. Then during a second device follow-up, when the user was resetting the device memory (aida), the aforementioned issue was reproduced. However, after reboot, an error message was displayed and then the programmer was locked on the white page (no logo/button displayed). Ctrl + alt + suppr buttons were pressed to restart the programmer.

Event description:
Reportedly, when the user was on the parameters tab, a blue screen was promptly displayed, followed by several error messages. The programmer was then rebooted and no issue was found. Then during a second device follow-up, when the user was resetting the device memory (aida), the aforementioned issue was reproduced. However, after reboot, an error message was displayed and then the programmer was locked on the white page (no logo/button displayed). Ctrl + alt + suppr buttons were pressed to restart the programmer.